Manufacturer narrative:
All of the buttons are functioning properly and no damage was found on the keypad assembly noted however, found unlocked lcd keypad connector during our visual inspection. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call that they were trying to bolus and noticed the up arrow button on the insulin pump is not responding properly. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.